Manufacturer narrative:
Concomitant products: imd48jb45 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead failed to pace or sense in bipolar mode. The lead was initially reprogrammed to unipolar and, subsequently, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.